Event description:
During a ptca procedure after this balloon had dilated the lesion and been removed, the pt's bp began to drop and the case was terminated. Following several unsuccessful life saving techniques the pt expired. The device is not being returned for eval as it was discarded by the hosp.